Manufacturer narrative:
Only the right eye was affected. There was no lift and rinse performed. Placeholder.

Event description:
Patient had an uneventful lasik on both eyes but developed central abrasions on both eyes upon lifting the flaps. Patient was sent home in good condition. Additional follow up was obtained. Patient¿s symptoms had resolved. Last post op reported patient doing well. No rinse performed. Abrasion resolved on (B)(6) 2013. There was no loss of 2 or more lines of best corrected visual acuity. There was no inflammation or infection.

Manufacturer narrative:
Evaluation codes - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. System meets amo specification. Note: all pertinent information available to amo at the time of this report has been submitted.